Manufacturer narrative:
H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer found that several of the screws on the front of the exhalation valve seemed to be stripped and was informed that the complete exhalation valve assembly would be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that when the vela ventilator exhalation valve cover was found 'dangling' from the front of the unit while on a patient. The unit alarmed and they were able to get the piece back in place to allow the unit to ventilate while they got another unit. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, replaced the exh valve assembly, and resolved the issue. Preventive maintenance was performed. All parts for pm kit 11416 have been replaced. In addition, the internal battery and o2 cell were changed. Ran operational verification procedure (ovp), unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.